Event description:
It was reported "the metal part of the snare broke" during a polypectomy procedure. At this time, no other details surrounding the circumstances of this event are availabe from the co's international subsidiary. Upon receipt of additional details, a supplement will be forwarded at that time. Availability of the device is not known at this time. Without additional details, co is unable to determine the cause of this event at this time.